Event description:
It was reported an issue with premicron suture. The client reported that during a laparoscopic procedure, use of premicron thread: the needle became loose. Further information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have received three cases of the same code-batch, regarding the same issue, from the same customer, at the same time. We have not received any sample. Without closed samples and/or defective samples a proper analysis cannot be performed. We will close this complaint as not confirmed as no further analysis can be done. Nevertheless, if closed samples are received in the future, we will re-open the case. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 2.38 kgf in average and 2.07 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.61 kgf in average and 1.83 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.